Event description:
It was noted during preparation for a coronary artery drug eluting stent treatment procedure the physician noted the stent struts on the taxus express2 2.50x24mm were raised. There was no patient contact with the stent delivery system. No patient complications or injuries reported. The procedure was completed with another of the same device.